Event description:
During use of the ablation catheter, faulty electrodes were detected. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).